Event description:
The dentist reported that the abutment screw fractured in the implant, but that both pieces were successfully retrieved.

Manufacturer narrative:
The complaint was confirmed. The screw had fractured from the base. There was normal wear damage noted the surface of the screw. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined. Date received by manufacturer, add follow up type, device evaluated by manufacturer: change ¿no¿ to ¿yes¿, add event problem codes, add evaluation codes.